Event description:
It was reported that an ilet bionic pancreas user received a ¿dosing stopped, connect cgm/enter bg¿ message when the system did not pair with the intended dexcom g7 continuous glucose monitor (cgm) because the cgm type on the ilet was set to abbott libre 3+, resulting in an attempted connection to the wrong sensor type. Symptoms included interruption of automated insulin dosing with reliance on manual blood glucose entry during cgm warmup with no adverse symptoms reported. Outcomes included restoration of expected operation after the user switched the cgm setting to dexcom with no health impact. User support included guided troubleshooting and education on proper cgm selection and pairing workflow. Investigation of this case revealed user setup error involving incorrect cgm selection that prevented successful pairing, which resolved after correction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to configuration and pairing.